Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible occasional undersensing on stored electrograms. High pacing thresholds had also been observed on the left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.